Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to suspected infection. It was noted that there was redness at the implant site previously. The health care professional (hcp) suspected infection but decided to wait to see if anything changes. During a routine follow-up, the right ventricular (rv) lead had high out-of-range impedance. The hcp, then, decided to abandon and replace the ra lead upon this discovery, as well as replace the pacemaker and abandon the rv lead. No additional adverse patient effects were reported.